Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s spouse reported via phone call that the customer had a low blood glucose level of 37 mg/dl. The customer had been experiencing low blood glucose for unknown reasons. They treated with food. The caller declined troubleshooting for the low blood glucose. Customer also received a no delivery alarm and a replace battery now alert. Customer declined troubleshooting for no delivery alarm. Customer was advised that battery cap would be replaced due to alert. The device will not be returned for analysis.